Event description:
It was reported that during routine inspection, the cs100 intra-aortic balloon pump (iabp) had an electrical test failure code 52 failure code 52 when it was turned on, and restart was unavailable. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) on-site testing, it was confirmed that the fault was caused by damage to the x2 pressure sensor, and the x2 sensor needs to be replaced. Later on-site troubleshooting, it was determined that the cause of the fault was not caused by the x2 sensor failure. The pressure sensor needs to be replaced. Provide a spare parts quotation to the customer. After negotiation, the customer decided not to repair it temporarily. Delivered to the customer, it cannot be used in clinical practice. So, the complaint will be closed and, a supplemental report will be sent if additional information is received.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection, the cs100 intra-aortic balloon pump (iabp) had an electrical test failure code 52 failure code 52 when it was turned on, and restart was unavailable.